Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer however, explant photos show trunnion deformation which may be indicative of head disassociation. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Head disassociation revision, trunionosis, infected hip with placement of stem and all poly cup. On (B)(6) 2018: explant photos show trunnion damage and poly wear.